Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer hospitalized due to high blood glucose and diabetes type 1 on (B)(6) 2020 with blood glucose of 497 mg/dl. The customer did experienced the symptoms such as diarrhea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and also using auto mode feature on insulin pump. It was also reported that the cannula was bent. The insulin pump will not be returned for analysis.